Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center's light emitting diode's light up, but half are without function. The issue occurred during the reprocessing of the device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided the following is the results of the investigation: 1. "All leds are on, 1/2 without function" - the issue could not be reproduced, and the root cause of the event could not be determined. 2. "The front connection was damaged by liquid residue (*). In addition, the strips bent at the contacts are also severely corroded" - the issue was confirmed. However, it is likely due to corrosion of connection part of the front panel, strip which are a peripheral part was bent, and it led to damage of bottom chassis. Olympus will continue to monitor the field performance of this device.